Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned for evaluation and repair on (B)(6) 2016. Historical complaints were reviewed for service information related to the reported complaint for serial number (B)(4) which showed two other complaints reported for ua07 faults. Loads cells were replaced for those complaints. A visual inspection showed damage to the front enclosure and a bent battery lock. These types of physical damage can occur through normal wear and tear of the device. This autopulse platform is a reusable device that was manufactured in february 2008. A review of the autopulse (ap) platform archive for (B)(6) 2016 confirmed that the device reported multiple ua07 'discrepancy between load 1 and load 2 too large' faults. Initial functional testing could not be completed due to the ua07 faults. These faults were determined to be a result of a defective load cell 2. This was verified by using a test load cell for approximately 15 minutes without issue. To resolve the issue the single point load cell was replaced. Additional parts replaced were the top cover, front enclosure, single point load cell, battery compartment and the battery lock. A sticky clutch plate was found and was deburred. These issues are unrelated to the reported complaint. Functional testing (run in test and final test) was performed after parts were replaced and clutch deburred. All functions passed current specifications. The root cause of the ua07 faults was a defective load cell 2. In summary, the customer's reported complaint of the autopulse displaying ua07 was confirmed. The investigation determined that this was due to a defective single point load cell 2. The single point load cell, along with the front enclosure and battery lock were replaced and the clutch plate deburred, after which the platform passed all final testing criteria.

Event description:
It was reported that during a shift check, the autopulse issued user advisory (ua) 07 'discrepancy between load 1 and load 2 too large' which could not be cleared. The customer tried a new battery and lifeband, without success. No patient was involved when this incident occurred.